Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been throwing up all morning, dizziness, and nausea. The patient stated they believe it was the antibiotic that they were supposed to take because they started it yesterday and it was not fun throwing up and being dizzy when you walk and walk into walls. Patient also stated they were sent some medicine for the nausea but they didn't seem to be ok and it seems to be getting worse at times. Redirected to healthcare provider (hcp) to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.